Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evolutpro-26-us, serial/lot #: r202102, ubd: 01-aug-2027, UDI#: (B)(4) h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, left ventricular perforation occurred, resulting in pericardial effusion. Subsequently, an emergency thoracotomy was performed.

Event description:
Additional information was received to clarify that there was no calcification on the native annulus; therefore, there was no resistance felt when advancing across the valve, and positioning difficulties occurred during the attempted deployment. Subsequently, the transcatheter valve was never implanted. It was noted that there were no device structural issues. Per the physician, the non-medtronic guidewire did not cause or contribute to the perforation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the thoracotomy was performed to suture the perforation and replace the valve with a mechanical valve. Per the physician, the cause of the perforation was due to the device structure resulting in a excessive depth of delivery, and the non-medtronic guidewire was straightened. Per the physician, the delivery catheter system (dcs) contributed to the perforation and the patient's vascular tortuosity was noted as a contributing factor; however, the valve did not contribute to the perforation.